Event description:
It was reported that, during maintenance, the battery in a 980 ventilator was not charging to 100%. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) replaced the battery. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
A battery was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to the firmware on the battery from the vendor. If information is provided in the future, a supplemental report will be issued.